Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. A hole in the aluminum package can be observed. Also it was noted that the hole in the foil is at the folder window area.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of seven medwatches being submitted as seven devices were involved in this event. See medwatch # 2210968-2012-03578 through medwatch # 2210968-2012-03584. The same patient is represented in each medwatch.

Event description:
It was reported that the surgeon found there were pin holes in the aluminum packaging on (B)(6) 2012. This was identified before use and it was not used on a patient. There were no adverse patient consequences.